Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic presented in clinic. Upon review, the implantable cardioverter defibrillator was found to be in backup vvi operation due to an event queue overflow. The device was restored and there were no patient consequences.